Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Patient's father reset the receiver and it did not resolve the issue. Patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of hardware failure could not be confirmed.